Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed reading at reservoir volume 59.9ml. The pump should have been programmed to deliver only 92ml in total, but the pump displayed that the given amount only 86ml had been administered, the total volume would be 146ml. The pump had been in use for two days and should have approximately 6ml remaining. The original total volume might have been changed by a clinician as the patient was unable to change these settings himself. There was a patient involvement and no patient harm adverse event was reported.

Manufacturer narrative:
H6. Codes: updated. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned the manufacturer will re-open the complaint for further device analysis.